Event description:
It was reported by service report that the head of the bed drifted down. Customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler motor. The reason for the sterilization starting with (B)(4) is to provide clarification following a change to stryker's electronic complaint system.